Manufacturer narrative:
(B)(6). The fse visited the customer site and identified that the reported issue was due to malfunction of the ECG module. The ECG module (453564489131) was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to a malfunction of the ECG module. The reported problem was confirmed.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the ECG was not detected. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.